Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. According to the sales rep this case can be closed, everything is ok, the physician recognized that there was a confusion with the patient¿ the critical alert is linked to rvat and the shock in the statistics was the eps shock delivered on 17 october to stop the ongoing af.

Event description:
Reportedly, on (B)(6) 2023 the physician called the sales rep regarding a report that is missing in the smartview web for remote monitoring. This report is related to the transmission of an alert (shock delivered by the ulys dr 2540 sn: (B)(6). That was checked and the patient was called. The source files (.idf) of different transmissions were downloaded from the web in order to be analyzed in the programmer, but they have not been able to import them in the programmer, after trying with different programmers and with different usb drives. No deletion of the files is suspected since the patient was not interrogated in-situ at hospital. The physician would like to check the vf episode that was treated with the shock. An analysis is requested for this case further to check the vf episode treated with the shock and why the idf. Files cannot be imported.